Manufacturer narrative:
The events of "seroma and lymphoma-alcl-suspected" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details cannot be requested as no contact information was provided. Reason for reoperation: seroma and lymphoma-alcl-suspected.

Event description:
Healthcare professional reported via nbir left side capsular contracture baker grade ii, seroma, need for biopsy/tumor, and bia-alcl. Test results were not received, alcl cannot be confirmed. The device has been explanted.